Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that barcode scanner malfunctioned. The field service engineer (fse) removed the cubicles, shut down the station, and cleared all debris. Connections were secured, the station was rebooted, and the scanner cable was replaced successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple issue, barcode scanner had no light, multiple drawers failed main drawer 4.1, 4.2, aux drawer 7.2, the customer attempted troubleshooting by rebooting the station and trying to recover the drawer; tried to unplug and plug the barcode scanner however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.